Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen and the keypad was unresponsive. The customer reported that this issue began during bolus. The customer did not recall any significant events leading up to this error. Blood glucose level at the time of the incident was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agree to return the device for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No ramping numbers noted on the display. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.